Manufacturer narrative:
System analysis was performed on 06dec2017; the suspected power issue was confirmed and it was determined that the issue was due to damaged mirror. Service repair was completed on 17dec2017 after replacing the damaged mirror. The system was tested and verified to meet manufacturer¿s specifications. The suspected faulty output mirror has not returned for evaluation.

Event description:
It was reported that during a procedure, an issue with the system output power occurred / no energy output was noted. The procedure was completed using an unspecified different device. No injury or adverse outcome was reported.